Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump would power down; no e-2 (battery depleted) error message. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.